Event description:
Pump appeared to be functioning properly. No alarms. One bucket of water was emptied for four bags of ns. Suction container measured 4,000cc. Estimated 500cc in another kick bucket. Pt's shoulder swelled significantly. No life threatening event, no permanent damage, however, the pump was not properly functioning and did not alarm or alert in any way.